Manufacturer narrative:
(B)(4). Event month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify, when "there was error during the firing sequence " did the device start to deploy staples but then stopped (partial fire)? Or did the device lockout and could not be fired at all? Or was the trigger fully advanced with no staples deployed at all? If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? The device fired but some distal part of staple line did not formed the b-shape.

Event description:
It was reported that during an unknown procedure, there was error during the firing sequence. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p57e52. The analysis results showed that the tx30v device arrived with no apparent damaged with a reload loaded with staples present and all protruding. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that when manipulating the device only the closing trigger should be grasp until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. For further details please refer to the instruction for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.